Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient was scheduled for a CT scan, and it was noted that the licox bolt in the complete brain imc probe kit (im3steu) appeared "loose." New frank red blood was coming from the licox which appeared to be leaning forward and partially dislodged. The staff in the room did not witness a "specific event/ action" that caused licox to dislodge. The staff cleansed the site with sterile saline and gauze, and the patient's vital signs remained stable per trend. Neurosurgery then attended at bedside to remove the licox, and another monitor was inserted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The im3steu complete brain imc probe kit was not returned after three good faith effort (gfe) attempts were made; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause could not be determined; however, the probable root cause for the reported complaint could be linked to the product or could be due to human misuse. If the sample is returned, this complaint will be re-opened, and the device evaluated. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.